Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that after an unknown knee procedure, three staples fell out of patient's total knee incision when dressings were removed a day after the surgery. There were no patient consequences. Case completed with another device of the same product code.